Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a case of vertical gs breakthrough was observed on a patient during femtosecond laser flap creation. There was no excimer laser treatment was performed that day. The patient returned the next day for a surface ablation treatment. Additional information was requested, however, the surgeon is unwilling to provide additional information.